Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6s60-32 that has a similar product distributed in the us, list number 6s60-20/-30.

Event description:
The customer observed a false positive sars-cov-2 igg ii quant result generated on the architect i2000sr processing module for one sample. The following data was provided: on (B)(6) 2021 sid (B)(6) initial result = 89.0 au/ml, repeat = 0.8 au/ml no impact to patient management was reported.

Manufacturer narrative:
The customer observed an abnormal waveform for one sample that returned a positive result (89.0 au/ml) when testing was performed with architect sars-cov-2 igg ii quant, lot 25345fn00. The sample was retested and returned a negative result of 0.8 au/ml. The complaint notes indicate that error codes 1006 and 1007 were occurring upon initial tests. The complaint investigation for a falsely positive result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Additionally, in-house testing for reagent lot 25345fn00 was completed. Return testing was not performed as returns were not available. Device history record review on lot 25345fn00 did not show any potential non-conformances, or deviations associated with the customer¿s observation. Labelling was reviewed and found to adequately address the issue under review. In-house testing for reagent lot 25345fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg ii for lot 25345fn00 was identified. This follow up is being submitted to include information previously submitted.